Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. In addition, this device has 14 percent remaining battery life to elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. In addition, this device has 14 percent remaining battery life to elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this s-ICD was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.